Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink at 140 mm distal from the port bond site. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 2.25 x 20 promus element plus drug-eluting stent was deployed to treat the lesion. However, an edge dissection was noted at the distal right coronary artery. A 2.25 x 16 promus element plus drug-eluting stent was advanced to seal the dissection but, although another guide was used to deeply engage and the wire was changed from firm to moderate support, the 2.25x16 stent failed to pass through the implanted stent. The dissection was non-flow limiting and it was left for medical treatment.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 2.25 x 20 promus element plus drug-eluting stent was deployed to treat the lesion. However, an edge dissection was noted at the distal right coronary artery. A 2.25 x 16 promus element plus drug-eluting stent was advanced to seal the dissection but, although another guide was used to deeply engage and the wire was changed from firm to moderate support, the 2.25x16 stent failed to pass through the implanted stent. The dissection was non-flow limiting and it was left for medical treatment.